Manufacturer narrative:
The cause of the reported issue was isolated to the user interface pcb assembly, however further root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device locked up and gave a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device locked up and gave a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.